Event description:
The customer reported that during a routine check of the unit, prior to initiation of therapy on a patient, they were unable to zero the pressure and the iab failed to inflate. The patient was placed on another unit and therapy was initiated.